Event description:
The surgeon reported the vitrectomy probe did not actuate. The vitrectomy probe was replaced and the unplanned anterior vitrectomy was completed. Additional information stated the posterior capsule tear was not related to our product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.